Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4).g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k) p140016 .(B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2012, the patient received two proximal components: ztlp-p-34-161-ci, lot # e2870953 and ztlp-p-34-161-ci lot # e2837120. No additional procedures or devices were needed. On the completion angiogram, the analysis noted that the device was patent with no evidence of an endoleak or kink. The patient was discharged from the hospital on (B)(6) 2012. Follow-up CT¿s: one month: (B)(6) 2012. Analysis: aneurysm diameter 68mm. A type iib endoleak was noted. Six month: (B)(6) 2013. Analysis: aneurysm diameter 70mm. A type iib endoleak was noted. Twelve month: (B)(6) 2013; analysis: aneurysm diameter 65mm; a type iib endoleak was noted. Two years: (B)(6) 2014; analysis: aneurysm diameter 72mm; a type iib endoleak was noted. Three years: (B)(6) 2015; analysis: aneurysm diameter 75mm; a type iib endoleak was noted. Four years: (B)(6) 2016; analysis: aneurysm diameter 77mm; a type iib endoleak was noted. Five years: (B)(6) 2017; analysis: aneurysm diameter 83mm. Devices patent and intact with no kinks. Both a type ib and a iib endoleak were noted. Analysis md comments: there is now a non-obstructive thrombus within the graft that was not present on the 48 CT, which is relatively large (35mm long x 17 x 10mm). The interval growth of this thrombus may place the patient at risk for embolization distally or potentially could diminish flow if it continues to enlarge. Patient outcome: no secondary interventions have been performed and the patient has completed the study.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. Summary of investigational findings: the complaint states that a patient received two proximal stent grafts (2 x ztlp-p-34-161-ci) on (B)(6) 2012. After the procedure, the device was reported patent. However, at the last follow-up ((B)(6) 2017) a non-obstructive thrombus within the graft was reported present. Review of the imaging confirms the thrombus in the caudal proximal component. The thrombus is seen on the five year follow-up CT's and is a sheet-like shaped thrombus projecting into the lumen. There is a risk of embolization due to this thrombus, which is also addressed in the event description. Because of the embolization risk, the site was informed to ensure patient safety. The root cause of thrombus formation cannot be determined. However, as the thrombus developed during year five, it may likely be caused by changes in the patient's disease state and coagulation status. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: on (B)(6) 2012, the patient received two proximal components: ztlp-p-34-161-ci, lot # e2870953 and ztlp-p-34-161-ci lot # e2837120. No additional procedures or devices were needed. On the completion angiogram, the analysis noted that the device was patent with no evidence of an endoleak or kink. The patient was discharged from the hospital on (B)(6) 2012. Follow-up CT¿s: 1 month: (B)(6) 2012. Analysis: aneurysm diameter 68mm. A type iib endoleak was noted. 6 month: (B)(6) 2013. Analysis: aneurysm diameter 70mm. A type iib endoleak was noted. 12 month: (B)(6) 2013. Analysis: aneurysm diameter 65mm. A type iib endoleak was noted. 2 years: (B)(6) 2014. Analysis: aneurysm diameter 72mm. A type iib endoleak was noted. 3 years: (B)(6) 2015. Analysis: aneurysm diameter 75mm. A type iib endoleak was noted. 4 years: (B)(6) 2016. Analysis: aneurysm diameter 77mm. A type iib endoleak was noted. 5 years: (B)(6) 2017. Analysis: aneurysm diameter 83mm. Devices patent and intact with no kinks. Both a type ib and a iib endoleak were noted. Analysis md comments: there is now a non-obstructive thrombus within the graft that was not present on the 48 CT, which is relatively large (35mm long x 17 x 10mm). The interval growth of this thrombus may place the patient at risk for embolization distally or potentially could diminish flow if it continues to enlarge. Patient outcome: no secondary interventions have been performed and the patient has completed the study.